Manufacturer narrative:
(B)(4). Additional information was received on january 3, 2017 regarding patient involvement. There was no patient involvement at the time of the reported incident.

Event description:
There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a problem with the graphical user interface (gui). The following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter pcbs and the oxygen (o2) sensor. The se performed extended self-testing on the device and all tests passed.